Event description:
It was reported a patient sustained a laceration above the right eye when using a multirall overhead lift. During a patient transfer from the bed to a chair, the multirall 200 lift detached from the s65 hook, and fell onto the patient's head while they were sitting in the chair. The event resulted in a laceration above the right eye, which resulted in two stitches. The patient also sustained a ¿potential nasal fracture¿; however, there is no further information to confirm if there was a fracture. No further information was available at the time of this report.

Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was evaluated on-site by a baxter qualified technician. During visual and functional inspection, the device was found to be within product specifications. The reported condition was not verified. Based on the information that has been provided, the issue was determined to be caused by a user error (incorrect assembly of attachment between lift motor and rail carriage, which caused the lift to fall and hit the patient's head). The technician reminded the customer of best practices for using the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.